Manufacturer narrative:
Results: the distal tip of the catrx was blocked with coagulated blood. Conclusions: evaluation of the returned devices revealed that the catrx lumen was blocked with coagulated blood. If the catrx lumen is not cleared during use, blood may enter the lumen and begin to coagulate. If the lumen of the catrx is occluded from coagulated blood, aspiration may be affected. During functional testing the coagulated blood was removed from the catrx lumen. The catrx, aspiration tubing, canister, and the pump max were all connected as an aspiration system. The pump max was powered on and the catrx was able to aspirate without an issue. Penumbra catheters and aspiration tubing are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra pumps and canisters are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-00281. 2. 3005168196-2019-00282. 3. 3005168196-2019-00283.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00281, 3005168196-2019-00282, 3005168196-2019-00283.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system cat rx kit and a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician was unable to aspirate the clot using an indigo system catrx aspiration catheter (catrx) and was unable to get suction through the catrx with the pump max. Therefore, both the catrx and pump max were removed. The procedure was completed using balloon angioplasty. There was no report of an adverse effect to the patient.